Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up in hospital, inappropriate shocks were observed. There were three episodes of vf which were not real. The patient had surgery on the same day where magnet was not applied. During electrosurgery, patient received three inappropriate shocks. The device was working normally after the surgery. There were no complications for the patient. Patient's condition was stable.